Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patients device turned on while he was standing too close to an electronic video game. The device had been turned off, as the pt planned on having oral surgery. The pt needed help checking the device and turning it back off again. Add'l info was requested.